Event description:
User developed meningitis on the second post-op day due to csf leak. Decision was taken to explant the device.

Manufacturer narrative:
Additional information: in situ measurements show the device working within specification. No device failure is suspected. According to information received, the device was explanted due to postoperative meningitis in the setting of an electrode insertion in the internal auditory canal with the development of gusher. Furthermore, the recipient has a cochlear malformation, which is also an independent risk factor for the development of meningitis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The device has been explanted, however has not been received yet for investigation.

Event description:
User developed meningitis on the second post-op day due to csf leak. Decision was taken to explant the device. The user will receive a new ci.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.